Event description:
It was reported the customer received a battery out limit alarm. It was also found the customer was stuck in the preparing to prime loop. Troubleshooting found a series of beeps were heard, but numbers did not appear on the insulin pump's screen. The customer was advised their insulin pump needed to be replaced. Customer also reported a hospitalization event on (B)(6) 2014 for high blood glucose. The customer's blood glucose was 468 mg/dl at the time of admission. It was found the customer had diabetes ketoacidosis. Customer also mentioned a possible heart attack. The customer also reported smelling insulin but did not observe and moisture. The customer's blood glucose was 105 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Pump monitored in 50c oven for several days and no blank display noted. Pump received with normal operating currents. No damage found on the isolation tape noted. No unexpected battery out limit alarm noted. No cosmetic damage noted.